Manufacturer narrative:
Correction: date of birth & manufacturer narrative . Additional information: adverse type, event attributed to, type of reportable events, other relevant history, imdrf annex e,f codes. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "a clinician in our critical care unit noted a malfunction of a bd alaris 8100 lvp, where looml of propofol was dosed to the patient in 30 minutes. The affected devices are bd alaris 8100 lvp, and bd alaris 8015. The prescribed medication was propofol with a dosage to provide 50mcg/kg/min. The patient has a weight of 64.8kg. The concentration of looomg/looml. This equated to a rate of 19.4ml/hr and a vbti of 80ml. It was then reported that patient monitoring was increased in addition to administration of levophed for hypotension and monitoring of propofol toxicity." Verbatim mw report.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complaint or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "a clinician in our critical care unit noted a malfunction of a bd alaris 8100 lvp, where looml of propofol was dosed to the patient in 30 minutes. The affected devices are bd alaris 8100 lvp, and bd alaris 8015. The prescribed medication was propofol with a dosage to provide 50mcg/kg/min. The patient has a weight of 64.8kg. The concentration of looomg/looml. This equated to a rate of 19.4ml/hr and a vbti of 80ml. It was then reported that patient monitoring was increased in addition to administration of levophed for hypotension and monitoring of propofol toxicity." Verbatim mw report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "a clinician in our critical care unit noted a malfunction of a bd alaris 8100 lvp, where looml of propofol was dosed to the patient in 30 minutes. The affected devices are bd alaris 8100 lvp, and bd alaris 8015. The prescribed medication was propofol with a dosage to provide 50mcg/kg/min. The patient has a weight of (B)(6). The concentration of looomg/looml. This equated to a rate of 19.4ml/hr and a vbti of 80ml. There was patient involvement but no patient harm." Verbatim mw report.